Event description:
On 1/9/2007, the customer reported to bsc that during an ercp procedure (pt gender & age unk), a trapazoid basket was used to crush some stones, however, the basket became impacted and the tip that is designed to break off didn't, at this point, the handle broke causing the endoscopy staff to cut the cable and "attach an inner wire to the olympus lithocrush handle piece". There was prolonged trauma to the pt's cbd due to this issue. The condition of the pt at this time is "ok".

Manufacturer narrative:
The device has not been rec'd by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.